Manufacturer narrative:
(B)46). It was reported that the patient had a gynecological procedure in order to treat stress and mixed urinary incontinence and bladder prolapse and mesh was implanted. It was reported that the patient had a concurrent procedure of a cystoscopy and anterior repair performed during mesh implantation. No additional information was provided. It was reported that the patient experienced urinary incontinence, urinary frequency, urgency and underwent insertion of mesh (product was not identified) on (B)(6) 2012. No additional information was provided. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent mesh revision/removal on (B)(6) 2014.

Manufacturer narrative:
(B)(4). The actual device batch number associated with this event is not known. Three possible batch numbers are reported as follows: batch 3461129, manufacturing date: 09/15/2010, expiration date: 05/31/2013. Batch 3461130, manufacturing date: 09/22/2010, expiration date: 05/31/2013. Batch 3465276, manufacturing date: 09/27/2010, expiration date: 05/31/2013. In addition, a review of the batch manufacturing records for the possible batch numbers was conducted and the batches met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted concurrently with anterior colporhaphy and cystoscopy due to stress and mixed urinary incontinence and bladder prolapse. It was reported that following insertion, the patient experienced pain, urinary incontinence, urgency, urinary frequency, extrusion, urinary/bowel problems, recurrence, bleeding, dyspareunia, neuromuscular problems, and erosion of her internal tissues. It was also reported that the patient underwent insertion of mesh on (B)(6) 2012 and mesh revision/removal on (B)(6) 2014. No additional information was provided.

Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2013-00867. The same patient is represented in each medwatch.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted due to pop and sui. It was reported that following insertion the patient experienced extrusion, urinary/bowel problems, recurrence, bleeding, dyspareunia and neuromuscular problems. No additional information was provided.